Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product sample returned consisted of one tenckhoff cath t202 catheter. The possible causes were identified. The DHR was reviewed and no deviations related to this failure mode were found. There are no ncr's related to the reported issue. During visual inspection, it was noticed that the two cuffs were not attached to the catheter. Residues of glue can be identified on the cuff areas. Two photos were provided by the customer: one of them showed the inner carton label, and the other showed a catheter inside a plastic bag, that catheter did not present its two cuffs. This defect has been confirmed. With the available information, the most probable root cause could be considered as a manufacturing issue. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% visual inspection during production, which would avoid cuff defects in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014, that a customer had an issue with a dialysis catheter. The customer states that the cuff was separated from the catheter during implantation. There was no adverse event reported. The clinician pulled and replaced the other catheter and completed the surgery. No patient injury.